Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding") in an adult female patient who had essure (batch no. 12429135) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena in (B)(6) 2009 and loestrin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pruritus ("itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain; pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal pruritus ("vaginal itching"), alopecia ("hair loss"), pain ("pain") and rash ("rashes"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage, pruritus, headache and vulvovaginal pruritus outcome was unknown and the migraine, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, fatigue, alopecia, pain and rash had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: left tubal patency;satisfactory position left coil . Most recent follow-up information incorporated above includes: on 9-jul-2018: this case was identified as duplicate of case (B)(4) and should be deleted from argus. All document and information was transferred to the remaining case. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding") in an adult female patient who had essure (batch no. 12429135) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena in (B)(6) 2009 and loestrin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pruritus ("itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain; pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal pruritus ("vaginal itching"), alopecia ("hair loss"), pain ("pain") and rash ("rashes"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage, pruritus, headache and vulvovaginal pruritus outcome was unknown and the migraine, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, fatigue, alopecia, pain and rash had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2010: total bilateral occlusion; on (B)(6) 2011: left tubal patency;satisfactory position left coil. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.